Event description:
Overdelivery from line 2 reported. The compounder was set to mix a tpn solution with 250 ml of liposyn 20%. The job ticket showed line 2 delivered 310 ml instead of the programmed 250 ml. No alarm messages were rec'd. The mixture was discarded, there was no pt involvement.

Manufacturer narrative:
The device was not returned for failure analysis. The customer reports that after cleaning/reinitiafizing/recalibrating the device it operates within expected limits. Review of field trending reveals per the rate of overdelivery for nutrimix compounder is approx. .5/million sets. There has been no statistical increase for overdelivery for the last 12 months ending 3/97.